Event description:
It was reported that the devices were used during a thyroidectomy. The tissue pad started moving and pieces came off, pieces in pt were retrieved. The second device the tissue pad was loose. This device was used to complete the case. There was no adverse consequence to the pt. Device were discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The batch record was reviewed, and no anomalies were noted during the mfg process.